Event description:
It was reported that as lvp 20d dehp 3ss cv came apart. The following information was provided by the initial reporter: event 1: material #: 2426-0500, batch/lot #: 20093119. Event 2: material #: 2426-0500, batch/lot #: 20093119. It was reported that there are several malfunctioning tubing sets that are either glued at the end or come apart at the y connection.

Manufacturer narrative:
Investigation summary: no photo or sample was received by our quality team. The customer's complaint of separation could not be verified without a sample. A device history record review for model 2426-0500, lot number 20093119 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. No sample was received to determine the root cause of this failure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv came apart. The following information was provided by the initial reporter: event 1: material #: 2426-0500, batch/lot #: 20093119. Event 2: material #: 2426-0500, batch/lot #: 20093119. It was reported that there are several malfunctioning tubing sets that are either glued at the end or come apart at the y connection.